Manufacturer narrative:
Product event summary: it was reported that the patient experienced power switching events and critical battery alarms. The battery ((B)(4)) was returned for evaluation. The controller ((B)(4)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the controller's manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed one (1) critical battery alarm due to a communication error involving bat207174. Additionally, analysis of data log files revealed multiple premature power switching events due to communication errors between the controller and the batteries; however, (B)(4) did not trigger these events. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. An internal investigation investigated communication errors. Of note, the controller, (B)(4), in use during the event did not have the software master record upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery. Battery / (B)(4)/ model #: 1650de / expiration date: 04/30/2016, UDI #:(B)(4) d10: yes, return date: 07/05/2016, device evaluated by manufacturer: yes. Device manufacture date: mfg date: 04/30/2015, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing power switching and critical battery alarms. The controller and the battery were exchanged. No patient complications have been reported as a result of this event.